Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: dtbc2d1 crt-d, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had two episodes of noise that were unable to be reproduced. The clinic will continue to monitor the patient. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had ventricular tachycardia (vt) episodes that showed noise. The patient was admitted to the hospital and the right ventricular (rv) lead will be replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the right ventricular (rv) lead was capped and replaced. No patient complications have been reported as a result of this event.